Event description:
A hospital in (B)(6) reported via a distributor that an mr210 humidification had a crack which caused water to leak out when filled. The chamber leak was observed by the hospital prior to patient use.

Manufacturer narrative:
(B)(4). The complaint chamber has not yet been received by fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the chamber and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an mr210 humidification had a crack which caused water to leak out when filled. The chamber leak was observed by the hospital prior to patient use.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Customer address: (B)(6). Method: the returned mr210 humidification chamber was visually inspected for damage. Results: a crack and impact mark were found near the base of the chamber. In addition, a 2 millimeter long horizontal scrape mark was found above the chamber base. A lot check revealed no other complaints of this nature for lot number 091207. Conclusion: all mr210 chambers are pressure tested and visually during production. In addition, the chambers are visually inspected prior to packing. This suggests the cracks developed post production, during transport or storage. The damage is consistent with damage caused by impact. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an mr210 humidification had a crack which caused water to leak out when filled. The chamber leak was observed by the hospital prior to patient use.